Manufacturer narrative:
Product ID 8709sc lot# (B)(4)implanted: (B)(6)2008 explanted:(B)(6)2018 product type catheter : if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was clarified that the disconnect occurred at the anchor site. There was a break in the catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter, ubd: 11-oct-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of morphine at 0.70 mg/day via an implantable pump for chronic low back pain and spinal pain. It was reported that on (B)(6) 2018 the patient was scheduled for a routine pump replacement and the surgeon and patient had agreed that the pump would be relocated to the patient¿s right hip from her right abdomen for comfort purposes. There were no known issues before surgery. When the surgeon disconnected the old pump, there was no flow from the catheter and he was unable to aspirate any fluid. The doctor opened the back and found the anchor. When the doctor clipped the suture holding the anchor, that portion of the catheter was discovered to be disconnected. The doctor could see the distal portion of the catheter on x-ray in the intrathecal space but could not retrieve it. The catheter was replaced, and saline was placed in the pump. The removed portion of the catheter would not be returned. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient¿s status was provided as ¿alive - no injury¿. Other medications being taken at the time of the event, patient weight, and medical history were not available. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The physician had discarded the pump as it was in eri (elective replacement indicator).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain and chronic low back pain. It was reported that the patient had their pump removed on 2(B)(6) 2019. The patient reported that the pump was removed due to normal battery depletion. The patient also had chronic low back pain and catheter "discontinuity/failure." The patient reported that the op report also said "difficulties with intrathecal granuloma requiring 2 revisions in the lumbar spine. The patient was receiving morphine at the time of the event. No further complications were reported.